Event description:
Poly exchange on a pkr. A #5 8mm poly was removed and the same size was implanted. It was a right medial pkr.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown pkr #5 8mm poly insert. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.